Event description:
The customer reported that following a diagnostic catheterization procedure in january 2004, an attempt was made to deploy a vasoseal elite. The operator had not been previously trained in the deployment of vasoseal elite. The j segment was deployed and the locator was pulled back and it pulled out of the artery. This occurred twice. The staff instructed the deployer to exchange the locator due to the bent j segment, but the deployer continued and made another attempt with the same locator. The j segment could not be retracted. The locator was removed with difficulty and it was noted the j segment was missing. The j segment was located in the area of the popliteal artery. Another physician was called to snare the j segment from the artery. The j segment was removed and no patient complications were reported.